Event description:
During a roche clinical trial study the following coaguchek xs plus/laboratory results were obtained: 2.0 inr.3.5 inr. 3.7 inr/5.9 inr. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Customer was unsure which meter ((B) (4) or (B) (4)) produced each result.